Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml) due to drifting issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was returned for failure analysis, and the reported issue was not confirmed or replicated. In system logs, no faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a surgeon side console fixture test platform (sftp) and passed all relevant testing within specification. The complaint was not confirmed based on the field failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced an issue with the surgeon side console (ssc), specifically noting that the left-hand control was drifting. The customer indicated that drifting occurred when releasing the instrument and having their head out of the ssc. Initial technical support engineer (tse) troubleshooting involved informing the user that drifting could occur if the instrument is released while the head is out, but the customer denied operating in this manner. Tse then suggested using an alternate ssc temporarily, but this offer was declined and the customer chose to continue using the original setup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon would remove their head from the console and the drift still occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The observed movement was that the hand control would drift forward and slightly up. There were no instrument-to-instrument or system arm-to-arm interference and external collisions. The issue was persistent. When the surgeon removed his head during a break in the case, we noticed the movement. There were no patient injury and no damage or anything out of the ordinary. This was not an instrument issue.